Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Reports: 1627487-2013-19189 and 1627487-2013-19190. It was reported, the pt was not receiving effective stimulation and had unintended stimulation. On (B)(6) 2013, the physician removed the right lead and attempted to place a new lead. The physician was unable to steer the lead and the procedure was abandoned. The sjm rep was unable to provide effective stimulation with the remaining left lead. The physician has referred the pt for a paddle lead revision. The pt is considering this option. Note: it is unk which of the two original leads was explanted. Both leads are being reported. Device 3 addresses the lead used in the abandoned procedure.